Manufacturer narrative:
Other, other text: h10 ?device evaluation: the returned level 1 trauma fast flow disposables were visually inspected at 12 to 16 inches, and under normal conditions of illumination. It was observed that the joint between the 3-way connector and the single port cap was broken in one unit, no defects were observed in the other unit. The reported product problem was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that device had leakage on the upper part of the y connection. No patient injury.